Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the lure-hub was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one cvc catheter for analysis. Signs of use in the form of biological material was observed. It was noted that the catheter body was intentionally severed below the 10cm marking. The severed portion was not returned for analysis. Visual analysis revealed that the proximal extension contained a hole directly adjacent to the luer hub (white hub). Microscopic examination confirmed the damage and revealed that the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the point of separation measured 244mm which indicates that 66mm-86mm of the catheter body was severed and not returned (per the catheter graphic). The proximal extension line outer diameter measured 2.13mm , which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.4224mm which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter". When the proximal line was flushed, water leaked from the hole adjacent to the luer hub. The medial and distal lumens flushed as intended. A manual tug test confirmed that the medial and distal luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a hole directly adjacent to the luer hub. When the proximal line was flushed, water leaked from the hole. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported "the lure-hub was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.